Event description:
It was reported that pump experienced malfunction about two weeks earlier, which caller had not reported at the time but had been able to reset so pump could continue to be used, and same malfunction did not occur again after reset. There was no adverse impact to the customer's blood glucose level. Customer continued to use pump without further issue, and technical support advised caller to contact support again if any malfunction code appeared in future, which caller acknowledged and understood.